Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving heparin via an implantable pump for cancer chemotherapy. It was reported that the patient had a magnetic resonance imaging (MRI) last week and did not get the pump checked afterwards. Today, it was noticed it was stalled and confirmed it occurred the same time and date of the MRI. Technical services had them recheck the logs and it was seen the pump recovered. Patient had no symptoms and the pump was not alarming. Technical services confirmed it was telemetry mode and issue was resolved.